Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.